Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had discomfort and elevated levels of colbalt and chromium after asr hip implant. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - ppd with medical records received. Patient was revised to address pain, fluid and osteolysis. Intraoperatively, scar tissue was removed and black corrosion was found on the stem and within the taper. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014